Manufacturer narrative:
B6 relevant tests/laboratory data, inclu - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, it was reported that the patient was feeling dizzy, had a headache, was nauseous, vomiting, and her legs were weak. The patient¿s cgm was reading 97 mg/dl which did not align with the patient¿s symptoms. The patient then did a bg meter reading which was 600 mg/dl. The patient self-treated with insulin via her omnipod insulin pump and she calibrated her cgm device. The patient¿s symptoms persisted; therefore, she decided to go to the emergency room (ER). At the ER, the cgm was reading high mg/dl (after calibration) while the bg meter was reading 998 mg/dl. The patient was diagnosed with dka and treated with IV fluids, IV insulin, IV potassium, IV magnesium, and unspecified pain medications. The patient¿s discharge was planned for later on the day of report on (B)(6) 2026). The patient¿s latest bg meter reading was 118 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the ER, the reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.